Event description:
Customer reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 212 mg/dl. She did not recall any significant event leading to the keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.